Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia with blood glucose values progressing from the 300s to approximately 400 mg/dl despite use of the system. The caregiver changed the infusion set and related supplies prior to contacting support, and the agent advised allowing the ilet to correct and to disconnect for two hours if using backup therapy. Symptoms included elevated blood glucose. Outcomes included caregiver monitoring at home without escalation of care. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed an undetermined cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no evidence of device malfunction identified during remote troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.